Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having sensor glucose discrepancies. Troubleshooting was performed and they were explained that the sensor and blood glucose meter readings will be close, but will not always match due to how glucose travels in the body. The customer's blood glucose level started at 56, then in the middle of the call it was at 110 mg/dl, and then went back down to 44 mg/dl. The customer's husband got on the phone and stated that they were going to give the customer a glucagon shot and food. The device will not be returned for analysis.